Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to high blood glucose on november 18, 2019 with blood glucose of 254 mg/dl at the time of the incident. The caller did not mention how the customer treated. The customer experienced symptoms such as walking and speaking sluggishly. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not have the necessary consumables to complete a set change. The caller stated the customer had a low event that required emergency medical assistance on (B)(6) 2019. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that this was a duplicate case created, this case is already exist and case number is (B)(4).